Manufacturer narrative:
(B)(4) clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-02690 addresses the first resolution clip device and manufacturer report # 3005099803-2015-02691 addresses the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the first clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.